Event description:
It was reported that the customer's transmitter was not blinking when connected to the customer's sensor. The customer's blood glucose level was 324 mg/dl. The customer removed her sensor and discovered that its cannula was bent. The product was returned. Nothing further was reported.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used sensor and performed a visual inspection and found bent electrode, sensor failed per inspection. Analysis not required due to the complaint related to the enlite senserter.